Event description:
It was reported that during a prostate procedure, the laser did not read the fiber card. The procedure was canceled and the patient was to be rescheduled for treatment. "No injury to the patient" reported.

Manufacturer narrative:
The console was evaluated and repaired at the customer's facility. There has been no reported reoccurrence of this event type since the service repair was completed and the laser was released to the customer for use.